Event description:
Complainant alleged that during biomed testing the device prompted the user to "connect pads" when the electrode pads were connected. Complainant indicated that there was no pt involvement in the reported malfunction.